Event description:
It was reported that this lead was part of a system revision due to infection. The infection is believed to have originated at the incision site where the sleeve securing the lead was opened. Pus was found at both the incision site and the device pocket. There were no additional adverse patient effects reported. The lead was explanted.